Manufacturer narrative:
Document review: must pedicle screw 6 x 45 mm - ref. (B)(4) / lot 122868 (154 screws produced). All parameters were found to be conforming to specifications valid at the time of manufacturing. Eighty eight screws belonging to this lot have been already sold and no incidents have been reported up to now. It was reported that "the screw was misplaced on the l5 vertebra" and this seems likely to be the cause of the event.

Event description:
Please refer importer report # (B)(4).